Manufacturer narrative:
On august 7, 2023, the mentor failure analysis lab received the device for evaluation. On august 16, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura plus sm te hp 375cc tissue expander. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view measuring approximately less than 0.1 cm. No other leak sites were detected. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged by a sharp instrument right after taking the tissue expander out of the box. The product insert data sheet cautions that the silicone elastomer shell may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Subsequent deflation and/or rupture will result. All prostheses should be carefully inspected for structural integrity prior to and during implantation. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor artoura plus, smooth, high profile tissue expander being used in a breast surgery was found to be deflated prior to the operation. No adverse event was experienced by any patient and there were no reported patient consequences.